Event description:
It was reported that during a lap sigma procedure, the blade broke but could be removed. Another like device was used to complete the procedure. There were no adverse consequences to the pt. No further info is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.